Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: (B)(6). Ubd: UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Axiem box was replaced. Codes b01, c02, and d02 are appli cable to this analysis. H3, h6: the emitter, lot number: (B)(6) was returned to the manufacturer for analysis. Em interface was connected to their navigation system test bench system and wouldn't power on. Interface didn't appear to have any physical damage. Unable to perform further analysis. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the em instrument interface associated with this system did not have any lit leds when plugged into this system or another known working system. The system currently had a faulted controller, and bob status was showing as stopped in printcameradiagnostics. The manufacturer representative did not have access to another system to run print camera diagnostics with this instrument interface. There was no patient involved.